Manufacturer narrative:
Insulin pump alarmed compromised force sensor during the displacement test due to motor high current draw. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests or verify operating currents due to compromised force sensor alarms. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer changed battery and was not able to deliver insulin. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.